Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test at 21.35ml. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was missing the tamper seal. Functional testing involved three accuracy tests and it was found that the device was over-delivering to the manufacturing specifications. The expulsor was trimmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.